Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Corrosion was observed on the pcb, resulting in low battery voltages and data loss. Because data could not be retrieved, the presence of the reported alarm could not be determined. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak. The cannula tear is confirmed as the cause of the internal corrosion and data loss. Because pod data was unavailable, it could not be determined if the cannula tear is in any way linked to the reported alarm. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone16.2 cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s blood glucose level was not reported. The pod was worn on the abdomen. Analysis of the returned device revealed a tear in the internal cannula, which resulted in fluid leaking inside the device. The device was originally reported for an alert the patient had received, to change the pod.